Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: a super morbidly obese patient had vena cava filter placed infrarenal without complications prior to open gastric bypass surgery. Approximately one month post filter deployment, patient presented with shortness of breath, dizziness and chest pain x 5 days and was non compliant with anticoagulation therapy. Patient was found to have pulmonary embolus and right leg dvt. Patient was placed on tpa which ended up in a gi bleed. Patient was transfused and transferred to another hospital on the same day. The right femur x-ray shows the vena cava filter dislodged and proximal to the right femur. Vena cava filter retrieval was attempted and was unsuccessful; therefore, another filter was placed. Approximately 13 months post first filter deployment, patient had lost 100 pounds and presented for removal of the two vena cava filters. The second filter was removed. The original filter was found to be extravascular and was left in place. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately one month post filter deployment, patient was found to have pulmonary embolus and right leg dvt. A right femur x-ray shows the ivc filter dislodged and proximal to the right femur. Approximately one day later, ivc filter retrieval was attempted and was unsuccessful; therefore, another filter (gunther-tulip) was placed. Approximately one year post filter deployment, patient presented for removal of the two ivc filters. The gunther-tulip filter was removed. The g2 filter was found to be extravascular and was left in place. Therefore, based on the provided medical records, the investigation is confirmed for migration of the filter in the caudal direction, perforation of the ivc wall, and retrieval difficulties resulting in the filter remaining implanted. It can also be confirmed that the patient experienced pe after filter implantation; however, the origin and relationship to the filter has not been established in the provided medical records. Per the provided medical records, the filter was implanted in a morbidly obese patient prior to gastric bypass surgery. Per the instructions for use, the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. Therefore, it is possible that the bariatric surgery performed affected the integrity of the filter and contributed to the reported issues. However, the definitive root cause is unknown. Labeling review:the current IFU (instructions for use) states: warnings/potential complications: perforation or other acute or chronic damage of the ivc wall. Movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. Procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that filter limb(s) perforated into organs, migrated, and embedded. The patient was reportedly diagnosed with a pulmonary embolism which led to chronic chest pain, pulmonary hypertension, and coronary artery aneurysm; however, the current status of the patient was not provided.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The filter was deployed in the infrarenal position. Approximately twenty three days post filter deployment, computed tomography revealed large pulmonary emboli in the main distal pulmonary arteries extending into the upper and lower lobes bilaterally. Approximately one year later, venogram revealed unopened g2 filter was noted in the soft tissues. The tip may be just barely within the vein lumen, but it could not be certain as it could not adequately and the inability to penetrate the soft tissues and to angulate the tube. It was tried multiple times from an endovascular route to snare the tip of the g2 filter with a 10 mm snare. It could not grasp the tip and it was thought that the tip apex was either endothelialized or the entire filter was in the soft tissues. Subsequently a new optional gunther-tulip vena caval filter was placed infrarenal. Approximately one year later, patient scheduled for filter retrieval. A second inferior vena cava filter was noted in the right groin. This appears to be a bard g2 filter with the filter apex angled toward the right common femoral vein. Multiple oblique projections were performed which demonstrate that the filter was largely extravascular. The body of the filter was anterior and medial to the right common femoral vein with the hooks oriented away from the common femoral vein and artery. This was left in place. Approximately seven years later, x-ray revealed an inferior vena cava filter within the right thigh soft tissues, likely within the femoral vein. The inferior vena cava filter was abnormally located, likely in the femoral vein. Therefore, the investigation is confirmed for filter migration, filter tilt, perforation of the ivc, retrieval difficulties and failure to expand. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Labeling review:IFU: potential complications: there have been reports of complications, including death, associated with the use of vena cava filters in morbidly obese patients. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7. D4, h6 (device: 4001). H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that filter limb(s) perforated into organs, migrated, and embedded. The patient was reportedly diagnosed with a pulmonary embolism which led to chronic chest pain, pulmonary hypertension, and coronary artery aneurysm; however, the current status of the patient was not provided.